Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing noise that resulted in pacing inhibition. The capture threshold was also increased. The lead was capped on (B)(6) 2024. There were no patient consequences.